Event description:
On 08/14/1998, the MFR's sales rep informed the MFR that this facility has reported another infection (ref. MDR#'s 1220923-1998-00076 & 077 for the first two reports). The MFR's sales rep stated that this event is the same as previously reported. The device was explanted due to infection. No further details were provided.